Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient was having an increase in pain, was feeling run down, and was feeling flu like. The date of the event was "(B)(6) 2016" ((B)(6) 2016 is considered an approximate date of event). The patient was dismissed by his physician so he had missed a refill and was looking a new physician. The patient was hearing a critical pump alarm. The alarmheard was noted as sounding consistent with synchromed pump alarms. It was approximately two weeks ago that the pump started alarming. The patient did not currently have a pump managing physician. Physician listings were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.